Event description:
During a procedure, it was reported that an axium implant coil prematurely detached and a neuroform stent was used to pin the detached implant coil to the vessel wall. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the implant coil was implanted in the patient and the pushwire was discarded.(B)(4).